Manufacturer narrative:
The healthcare professional reported the device battery is swollen and the battery charge depletes within one day. There was no medical event or intervention reported. The customer received a replacement device. The cause of the device events reported cannot be confirmed due to the physical device not being returned and device images were not provided for insulet's review and further investigation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) has a swollen battery. Additionally, it is reported that the pdm is holding charge for less than 1 day.